Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was discrepancy between the displayed pacing markers on the programmer and the telemetry measurement during an unrelated transcatheter aortic valve replacement (tavr). The company representative went into the temporary screen of the programmer and selected a lower rate of 170 beats per minute (bpm). The programmer showed markers pacing at 170 beats per minute however the telemetry measurement showed markers pacing at about 70 beats per minute. The programmer remains in use. No patient complications have been reported as a result of this event.